Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Event description:
A customer reported receiving an ER-6 message (658) on her adc glucose meter. As a result of this issue, the customer reported she was unable to test and experienced symptoms of "frequent urination, excessive thirst, headaches and vomiting," on an unspecified date "towards the beginning of june." The customer was unable to recall the exact date of the product problem or medical event, although she remembered she began vomiting at 10:00pm, and confirmed that the product problem occurred prior to the medical event. The customer's boyfriend drove her to a health care facility, where she was diagnosed with hyperglycemia and diabetic ketoacidosis (dka). She was treated with "IV fluids, gave her medications via IV, insulin injections, followed by insulin via IV." The customer self-treated with 14 units of novalog insulin. There is no report of death or permanent impairment associated with this event.